Manufacturer narrative:
Analysis found that the ic wires were bent. The wires became shorted when the device was exposed to vibration and caused the bvvi reset.

Event description:
It was reported that the device was in backup vvi operation. The device was explanted and replaced.